Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection cracked battery tube threads, fading serial number label, missing display window cover, and cracked case corner of belt clip rails. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2, force sensor, motor, harness assembly vibrator. Unable to download the history files using thus software due to blank display unit received with original battery cap. The original battery cap was installed and removed in the battery tube with no anomalies noted. Cosmetic damage was confirmed at battery tube side area. Unit received with blank display anomaly due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump and water infiltrated the pump. The customer reported no adverse event. The event involved products mmt-1884. Troubleshooting was performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1884 was returned for analysis.